Manufacturer narrative:
The technician replaced the left foot brake caster to resolve the issue.

Event description:
The service technician found the left foot brake caster was not holding. No patient impact.